Event description:
The pt called tech support due to a drain complication alarm during drain 1. The pt did a mid-day drain and started the continuous cycling peritoneal dialysis treatment empty but was unable to bypass drain 1 and requested assistance. The pt mentioned that he had peritonitis. Per the pt's peritoneal dialysis nurse, the pt had a pulmonary bronchoscopy performed due to chronic pneumonia. The nurse stated the pt may have had a reaction to the dye used for the procedure which resulted in shortness of breath and also may have caused cloudy effluent the next day. On (B)(6) 2012, the pt presented to the clinic with cloudy effluent but with no pain or fever. Peritoneal dialysis effluent labs were drawn, culture showed coagulase negative staphylococcus. Intraperitoneal (ip) antibiotics were started ceftazidime and cefazolin. The pt was then switched to vancomycin ip to be taken for 2 weeks and was not hospitalized.

Manufacturer narrative:
Device history record review confirmed no nonconformances or rework potentially related to the complaint. Per the fmc physician: peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the sterile field or aseptic technique. There is no evidence of device malfunction which could have caused or contributed to an event of peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.